Event description:
Neither optical nor acoustical alarms appear on the "mvws." When selecting "pick and go", the frequency curves and data are missing on the monitor. When clicking with the mouse, they reappear. Once the system is rebooted, all functions work ok.